Event description:
Clinical information:(B)(6)- (B)(6) study, patient site ID: ((B)(6)). It was reported that on (B)(6) 2023, a navitor titan 35mm valve, clinical was implanted in a patient. On (B)(6) 2023, the patient had atrial fibrillation and was started on warfarin . On (B)(6) 2024, 30 day follow up echo showed that the patient had sinus rhythm with premature ventricular contractions/ventricular bigeminy. Patient continue to plavix. The patient is stable.

Manufacturer narrative:
An event of atrial fibrillation was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that the patient did not have a history of atrial fibrillation, and the atrial fibrillation was noted after the implant procedure. Based on the available information, the root cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.